Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range shock impedance measurements at routine follow-up. Review of trend data showed shock impedances had gradually increased from 70 to 130 ohms. There were no instances of noise observed recorded to device memory. The physician elected to continue monitoring the patient in addition to increased follow up noting commanded shock testing would be performed in case of further fluctuations. No adverse patient effects were reported. This system remains in service.